Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 60 hours of extended tests at the customer's settings with no abnormalities.

Event description:
It was reported to vyaire medical that the turbine was making a lot of noise and the unit was overheating. There was no report of any patient involvement associated with this reported event.